Event description:
Customer reports that he tested 31 mg/dl at 6:30am, and ate toast due to feeling low blood glucose symptoms. Customer reports that he then began to have seizures and was given candy to elevate his blood glucose. The paramedics were called and reportedly tested customer at 40 mg/dl on their device while the customer's device read 379 mg/dl at the same time. Customer was given glucose and 20 minutes later tested 60 mg/dl on the paramedic's device. No quality controls were used. Requested return of suspect device and replacement was sent.